Event description:
According to the reporter: bag broke prematurely and ripped away from the pull-string and ring. Unable to pull the bag back through the port site. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).